Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. During surgery, it was noted that the needle detached. There was no patient harm. Additional information was not available.

Manufacturer narrative:
Samples received: 31 unopened racepacks and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code batch. There are 108 units in our stock. We have received from the customer 31 closed samples and 2 open samples with the needle detached from the thread. Furthermore, we have requested one box (36 units) from stock for analysis. We have tested the needle attachment strength of the closed samples received from the customer and the results are: 0.24 kgf in average and 0.09 kgf in minimum. One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep) and united states pharmacopeia (usp). Additionally, we have conducted needle attachment strength test of a larger sampling (50 samples) with the samples available in our stock according to the standard iso 2859/1, and the results fulfil ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.